Event description:
It was reported that the right atrial (ra) lead showed a high threshold. Fluoroscopic evaluation suggested apparent lead retraction. The patient had undergone an upgrade from a pacemaker (pm) to a crt-d approximately one month earlier, with removal of the ventricular lead. Given the surgical history, it was suspected that manipulation during the procedure may have affected the atrial lead, resulting in possible lead retraction. Repositioning of the atrial lead was planned. However, upon opening the pocket, the ra lead sleeve was found to be torn, resulting in a lack of fixation. This ra lead position was adjusted again, and the sleeve was replaced successfully. In addition, the patient experienced infection. As of this time, this ra lead remains in service. No additional adverse patient effects were reported.